Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device switched from electrode mode to paddles mode, then to internal paddles mode. This occurred whenever there was any movement of the device's multi-function cable. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.